Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant pain, sustained permanent, severe and debilitating injuries and has undergone corrective surgery.